Manufacturer narrative:
The event and explant dates were provided as well as a data analysis. As of today, the medical devices are not available for analysis, therefore the devices themselves could not be investigated. The analysis is thus based on the inspection of the quality documents associated with the manufacture of these particular devices as well as on the provided data. The manufacturing process for the lead and the ICD was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The final acceptance test proved the ICD functions to be as specified.the provided data were inspected. The available iegms showed synchronous artefacts on the atrial and ventricular channels leading to oversensing as reported in the complaint text. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation. The data did not show any indication of an ICD malfunction.should additional information or the devices themselves become available for analysis, the investigation will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - it was reported that approx. 64 months after the implantation right ventricular oversensing occurred. No adverse patient side effects have been reported. No event or explant dates were provided.